Manufacturer narrative:
The device has been returned for evaluation, the evaluation is in process. Upon completion of the evaluation, a supplemental medwatch report will be submitted.

Event description:
The complainant reported that following the removal of an impella cp (medwatch report number 1220648-2018-00054) another impella cp was placed at the right femoral artery in a (B)(6) female patient. During this support the physician reported concerns from patient hemolysis, resulting in a CT scan being performed which revealed a retroperitoneal hematoma. Due to the continued need for the administration of blood products (11 units) as a result of issues of bleeding from the ECMO site and a hematocrit reading of 21 the patient was taken to the or for exploration of bilateral iliac cut-downs from a previous surgery. The physician remained concerned with the patient's hemolysis and the patient's increased needs for pressors. As a result the impella cp was removed from the patient after 126.10 hours of support and the site was surgically closed. An impella lp5.0 was then placed in the patient without issue. The patient was reported to be successfully supported with the impella lp5.0.

Manufacturer narrative:
The device was returned for review, and showed no indication of damage or biomaterial buildup. The pump was tested for hemolysis and was found to be within specification. The data logs show that the pump experienced suction and improper positioning alarms throughout the case, indicating that positioning issues occurred intermittently throughout the case. Positioning issues resulting in suction alarms are most likely the cause of the hemolysis.